Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, and was fractured. The lead was reprogrammed until a replaced would occur. The patient's left subclavian was occluded so the physician decided to place a new rv lead on the right side. The lead was capped and replaced. No patient complications have been reported as a result of this event.